Event description:
Boston scientific received information that there was noise on this right ventricular (rv) lead causing pacing inhibition. This caused the patient to pass out for an unknown amount of time. Boston scientific technical services (ts) discussed that the best option for this patient who is pacemaker dependant is to place a temporary pacing wire until the lead can be revised. Additional information received from the local sales representative states that this rv defibrillation lead was surgically capped and replaced with a separate bipolar rv pacing lead. The defibrillator was explanted and replaced with a pacemaker per the patient's request. There were no adverse patient effects from this procedure.

Manufacturer narrative:
This rv lead has been surgically abandoned and replaced with another lead. No adverse patient effects reported from this procedure. If additional information is received this investigation will be updated.